Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site #19 was removed as it was fractured. Collar fracture. Crown loosens over time. When the patient came in they noticed the crown was loose. They took the crown out & saw there was nothing wrong with the crown. However it was loose as the implant was fractured.